Manufacturer narrative:
One device was returned for analysis of complaint that pump stopped running and had system failure during infusion. Review of service history found no additional records within previous 12 months. Review of event log found depleted battery, low battery, check clutch/plunger lever. Complaint was confirmed. The battery charges and capacity show 4240 mah indicating battery is within specification. Probable cause of customer primary complaint is due to device not being plugged into power or becoming unplugged during use causing battery to drain during patient use. Complaint addressed by recharging battery and replacing ac receptacle seal to help retain power cord while in use. After repairs device passes power-up, plunger travel, occlusion, and flow accuracy testing. In power cord while in use.

Event description:
It was reported that pump stopped running and said system failure while connected to patient. The event occurred during infusion. No patient harm was reported.